Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the single use aspiration needle exhibited the sheath split at the distal end of the insertion portion. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the sheath damage was likely due to the endoscope being pushed out at a severe angle causing contact between the internal parts of the endoscope (metal pipe) and the sheath, resulting in increased frictional resistance which caused the sheath to wear off. However, the exact cause could not be determined. Olympus will continue to monitor field performance for this device.